Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with blank display due to corroded battery tube and corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unit received with pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the back of insulin pump had crack. Customer stated the pump has neither been bumped nor dropped.. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.